Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and occlusion from the reservoir. The customer's blood glucose reading was 534 mg/dl. The customer treated with manual injections through syringe. The customer stated that she received a no delivery alarm when she bloused. The customer reported that the alarm did not occur during manual prime. The customer determined that the reservoir was possibly occluded due to poor connection. The customer was unable to troubleshoot during time of call.